Manufacturer narrative:
(B)(6). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged during the extraction of the other lead. The ra lead was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
Initial reporter address: (B)(6). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the lead was confirmed based on observation of helix slightly stretched. The stretched-out helix is consistent with dislodgement both likely from unintended user action.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged during the extraction of the other lead. The ra lead was explanted. There were no adverse patient effects reported.